Event description:
It was reported that the coil was protruding from the target location. A 22mm x 60cm embold fibered detachable coil system was selected for use in the embolization of a type ii endoleak aneurysm coming off of the inferior mesenteric artery (ima). This was the final coil to be placed inside the aneurysm sac. The coil was advanced through the introducer and microcatheter. The delivery wire was retracted in order to reposition the coil, which was starting to move into the point of origin. Upon retracting, resistance was felt while pulling. After reviewing the imaging, the coil appeared to be stretched out but still inside the microcatheter. The microcatheter was flushed and a 0.035-inch wire was used in order to push the coil through the microcatheter. The coil was implanted with approximately 20 cm of the stretched portion of the coil remaining inside the ima but outside the aneurysm sac. The procedure was successfully completed. No patient complications were reported. It was further reported that tortuosity was mild. When reviewing the imaging, the coil appeared to be stretched with the coil still inside the microcatheter and only a part of the coil was out of the microcatheter. However, the coil could not be removed due to the resistance felt while pulling. Pushing the coil out through the microcatheter was determined to be the only option at that point. After deploying the coil, it was determined to be safer to not try and correct the coil's position.

Event description:
It was reported that the coil was protruding from the target location. A 22mm x 60cm embold fibered detachable coil system was selected for use in the embolization of a type ii endoleak aneurysm coming off of the inferior mesenteric artery (ima). This was the final coil to be placed inside the aneurysm sac. The coil was advanced through the introducer and microcatheter. The delivery wire was retracted in order to reposition the coil, which was starting to move into the point of origin. Upon retracting, resistance was felt while pulling. After reviewing the imaging, the coil appeared to be stretched out but still inside the microcatheter. The microcatheter was flushed and a 0.035-inch wire was used in order to push the coil through the microcatheter. The coil was implanted with approximately 20 cm of the stretched portion of the coil remaining inside the ima but outside the aneurysm sac. The procedure was successfully completed. No patient complications were reported.